Event description:
Customer called to report motor error alarm during the setting, the force sensor did not detect the reservoir. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test due to protruded/loose drive support disk. Unit had missing end cap sticker, cracked case at display window corners and cracked battery tube threads.